Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as touch contamination. On the same day as the event onset, the patient was hospitalized for the event. As symptoms had not improved despite treatment with unspecified antibiotic (intraperitoneal, dose, frequency and duration not reported) for the peritonitis, removal of pd catheter was performed. At the time of this report, the patient was not recovered from the event. Pd therapy was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.